Manufacturer narrative:
(B)(4). It was reported that after the implant the patient experienced pain, extrusion, urinary and bowel problems, dyspareunia, vaginal scarring, erosion, infection, bleeding, neuromuscular, and other problems. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to erosion, bleeding, and pain during intercourse. It was reported that the patient underwent a hysterectomy on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.